Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event. The patient was treated with intraperitoneal biocip (.4 grams daily) and intraperitoneal ciprofloxacin (1g daily) for the peritonitis. After eight days, the patient was discharged from the hospital and antibiotic therapy was discontinued. At the time of this report, the patient had not yet recovered from the peritonitis event and dianeal therapies were discontinued. Additional information is not available at this time.